Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed a nonreactive dso sensor. Review of the event history log showed high alarm displayed: cassette not attached properly. The dso seal and sensor were both replaced.

Event description:
It was reported that the pump showed the cassette not attached error message. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.